Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, the pd rn stated there was no patient injury or medical intervention associated with the incident. This complaint for a system error 2240 (air in set) that occurred during drain 3/4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated that he disconnected prior to the alarm to go to the kitchen, but then re-connected, so was connected at the time of the alarm. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm (indicating air in the set) on the homechoice unit during drain 3 of 4. The home patient (hp) stated that he disconnected prior to the alarm to go to the kitchen, but then re-connected, so was connected at the time of the alarm. The hp stated he would do a manual exchange. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported.